Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad. No pt injuries or complications were reported. Pt status is listed as "good".